Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was broken and did not cover the hole after the seal was loaded and punched by the cutter. A heart lung machine was used and the procedure was finished by aortic clamp. The hospital did not report any patient effects. The surgeon has completed to load the seal and punch the hole by the cutter successfully. During they deploying the seal, they found the proximal seal hasn't covered the hole and it's broken.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the factory for evaluation. The device was evaluated in response to the reported "leak; seal". Blood was not observed in the delivery tube. Some evidence of blood was observed on the seal. The free end of the string (prolene suture) had wicked blood inside the fibers and there was evidence of residual blood at the junction between the anchor and suture. Some blood residue was observed in the first two press-fit joints immediately distal to the delivery tube. The amount and location of the blood residue indicate that the device was inserted into the aorta and cleaned prior to returning for evaluation. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The tension spring assembly was returned outside the delivery device tube and the blue thread was not cut. The seal was fully unraveled and returned. The entire length of the prolene suture was inspected for defects using microscopy. No defects were observed. We were unable to evaluate the seal for delamination or pinholes because the seal was returned fully unraveled. The condition of the device as returned precludes proper evaluation in response to the reported failure. We are unable to confirm the complaint. The device history record (DHR) was reviewed. Manufacturing process instruction (B)(4) "proximal seal s/a inspection and trim" was completed during which each seal is inspected for pinholes, spreading between coils or delamination. The records show the seal lots used to fabricate the device batch conformed to all applicable specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was broken and did not cover the hole after the seal was loaded and punched by the cutter. Hemostasis was reported to have not been accomplished however, no transfusion was reported and no major blood loss was reported. A heart lung machine was used and the procedure was finished by aortic clamp. The hospital did not report any patient effects. The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was broken and did not cover the hole after the seal was loaded and punched by the cutter. A heart lung machine was used and the procedure was finished by aortic clamp. The hospital did not report any patient effects. The surgeon has completed to load the seal and punch the hole by the cutter successfully. During they deploying the seal, they found the proximal seal hasn't covered the hole and it's broken.